Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. The device manufacture date is unknown.

Event description:
Caller states that the inform meter had melted and deformed plastic around the pins. No adverse event reported. Requested return of suspect device and replacement was sent.